Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to obtain additional information regarding the event; however, the customer was unable to finish troubleshooting. The customer reverted to an alternate method of insulin therapy.